Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion and opening. Leak test was performed and found openings in the device. A microscopic analysis was performed which identify a sharp opening in the plug strap disk shell and opening crack in the diaphragm valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening on plug strap disk shell due to an unidentified (tear) opening. - a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Device was explanted.